Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) declared elective replacement indicator (eri) after approximately 36 months of implant. The last reported battery status was a monitoring voltage of 2.84 v and a charge time of 16.9 seconds. The boston scientific technical services department discussed the possibility of the device declaring eri due to an extended charge time, with charge times later dropping below the eri declaration limit. No adverse patient effects have been reported as a result of this observation.

Manufacturer narrative:
No additional information is available at this time. Available information suggests that this device will be replaced with a competitive product and may not be available for return and analysis. This event will be updated if any additional information becomes available.

Manufacturer narrative:
The device was explanted and was returned to boston scientific. A review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance.